Event description:
It was reported that during insertion of the iab, resistance was encountered when passing the iab through the sheath. The iab was removed and a second iab was successfully inserted using the same sheath. There were no pt complications.